Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. There was no evidence the device was in patient use. The device was returned to the service center, during functional testing, the device failed due to a low flow condition. Rework was initiated, including adding hlr, bi1, and f1 steps for retesting; however, no repairs were completed as the customer requested the unit be returned unserviced. Visual inspection did not identify any contamination or significant abnormalities. During evaluation, an error code was observed, indicating a need to check internal tubing. Additional findings included missing rubber feet and worn handle o-rings requiring replacement.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.